Event description:
A review of the customer's bg history indicates that her levels had increased despite having administered correction boluses (from 236 to 308mg/dl). After a subsequent bolus, her levels had lowered, but within four hours had risen again (to 273mg/dl). The pod was deactivated at this time and will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device. Residual fluid and corrosion were found on the surfaces of internal assemblies, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have result in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. A review of lot qualification records revealed evidence of this failure mode. Ultimately, lot qualification results were deemed acceptable and the lot passed the acceptance criteria. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). The occurrence rate of this failure mode is projected to be 0.63/10,000 for this lot' improvement activities are in-process. Labeling, training and clinical advice continues to indicate that ongoing bg monitoring is necessary. Although we do not rely on labeling, this is additional mitigation as part of the normal activities of a diabetic.